Manufacturer narrative:
The investigation into the issue has been completed. The console was returned for investigation. The console logs from the reported day of event are consistent with the complaint and showed controller error alarm followed by the inability to shut down the console, despite the pump being disconnected (automated impella controller software does not allow the end user to shut down if the pump is connected and, in this case, the pump was erroneously detected as connected). This issue is a known software bug (jama: gid-dft-2927090 / rasd-dft-166) that manifests in some rare scenarios when the pump is being disconnected and reconnected at certain times during case start (and often out-of-synch with the case start wizard prompts). The cause of the aic issue was a software issue. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that the automated impella controller (aic) experienced a controller error. This aic was replaced with a backup aic and the procedure was successfully completed. There was no patient harm reported.